Event description:
It was reported that there was a pacing and sensing failure. The patient's pulse was 70 bpm and no health hazard was observed. Although x-ray appeared to show perforation, echocardiography confirmed it was not. The patient will be monitored.